Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was also sampled with a water rinse and tested negative. The air/water channel was precleaned/flushed with neogyozim detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were manually cleaned with neogyozim and olympus disposable brushes. The aer used was a steelco ew1 and ew2 along with peracetic acid. The customer stored the device in a steelco drying cabinet. Maintenance / repair of the device had performed by olympus. The scope was eto sterilized quarterly. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope was sampled twice and did not pass the microbiological tests. The first test was performed on (B)(6), 2021. The biopsy channel tested positive for serratia marcescens. The device was then ethylene oxide (eto) sterilized. The second test was performed on (B)(6), 2021. The accessory channel tested positive for greater than twenty (20) colony forming units (cfus) of enterobacter aerogenes. The issue was found during a routine culture of the scope. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the light guide lens glue and bending section rubber glue was worn out, the bending section braiding was twisted, the air/water and suction cylinders were worn out, the light transmission was insufficient, the venting connector was worn out, and the electrical contacts were scratched. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to regulation recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.